Manufacturer narrative:
Blood was observed on the adhesive pad and in the distal tip of the soft cannula. No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The cannula assembly of the device was inspected for any manufacturing deficiencies that could cause bleeding. No issues were found. The cause of the reported bleeding could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula looked bent. As treatment for hyperglycemia, a new pod was applied and a manual injection of insulin was delivered.